Manufacturer narrative:
Exact date of event is unknown; reportedly the event occurred in 2018. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on an unknown date, the blade of the trochanteric proximal femoral nailing advanced system (tfna) went to the pelvic area. The first and the second x-rays taken were normal; however, on (B)(6) 2018, it was noted the blade went to the pelvis. A surgical revision with hip was successfully completed on (B)(6) 2018. The devices had been implanted on (B)(6) 2018. Patient status is unknown. Concomitant device: tfna nail (part: 04.037.243s, lot: h048345, quantity: 1); locking screw (part: 04.005.526, lot: l949326, quantity: 1). This report is for one (1) 12mm/130 deg ti cann tfna 200mm - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device condition: visual inspection performed at customer quality observed broken locking mechanism on the returned device. Broken locking mechanism portions were not returned. No new issues were identified. The complaint condition was able to be confirmed document and specification review: the device history record shows lot met all dimensional, visual, raw material, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Dimensional analysis was not able to be performed as broken portions were not accessible for measurement. Conclusion: no definitive root cause was able to be determined from the provided information. The complaint condition was confirmed. During the investigation no design or manufacturing discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these findings, no additional corrective and/or preventative action is proposed. Device history lot manufacturing location: (B)(4) manufacturing date: 04-mar-2016 expiration date: 28-feb-2026 part #: 04.037.243s, 12mm/130 deg ti cann tfna 200mm ¿ sterile lot number: h048345 (sterile) this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55 lot number: 9850932 part number: 04.037.942.2, lock prong, 130 degree tfna, bp55 lot number: 9804868 purchased finished goods travelers met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58 lot number: 9981541 work order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80 lot number: 7855497 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of report: this date was inadvertently reported as 1/7/2019 in the initial report. The correct date is 12/12/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes austria reports an event as follows: it was reported that on (B)(6) 2018, the patient was originally implanted with a tfna femoral nail, tfna helical blade and a locking screw. On an unknown date, the helical blade of a trochanteric femoral nailing advanced system (tfna) went to the pelvic area. The first and the second x-rays taken were normal however, on december 05, 2018 a defective was noted where the blade went to the pelvis. A surgical revision with hip was successfully completed on (B)(6) 2018. Patient status is unknown. Upon investigation, the locking mechanism of the tfna femoral nail was noted to be broken. Concomitant device: locking screw (part 04.005.526, lot l949326, quantity 1). This is report 2 of 2 for (B)(4).